Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade and retraction issue - delay or no retraction. This foreign matter event occurred 25 times. The retraction event occurred 25 times. The following information was provided by the initial reporter: translated to english. The customer stated ": ¿blue cal lancet damaged, rattles and doesn't activate on pressing. Some are stained customer say's "(they look as if the rejects have been packed with the god stock)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 27 samples from the customer for investigation. The samples were evaluated by functional testing, disassembly and visual examination and the indicated failure mode for unable to activate was confirmed as the following defects were observed; incorrectly molded catch in the rear cap, damaged caps, damaged lever, broken needle cover, and missing lever. These defects can cause difficulties in lancet activation. Six lancets also showed embedded stains on the rear cap. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of unable to activate was not observed as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is OEM htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade and retraction issue - delay or no retraction. This foreign matter event occurred 25 times. The retraction event occurred 25 times. The following information was provided by the initial reporter: translated to english. The customer stated, "blue cal lancet damaged, rattles and doesn't activate on pressing. Some are stained customer say's "(they look as if the rejects have been packed with the god stock)."